Event description:
It was reported the patient had an ams inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp) for unspecified reason. The previous device was of unknown manufacturer. No patient complications were reported in relation to this event. Further information was requested and not yet received.